Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and reported that the pump supplies would be changed. Reportedly the customer is using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. Customer¿s blood glucose (bg) level was over 500 mg/dl. Elevated blood glucose levels were addressed by correction bolus via the pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.